Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore no physical analysis of the device can be performed. The lot number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. At this time it is not possible to assign a definitive root cause for the event as reported. As noted in the precautions within the device instructions for use, "free movement of the guidewire within a catheter is an important feature of the steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." .at this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
Procedure right lower extremity arterial gram and sfa atherectomy - catheter got stuck on the thruway wire - device was inside the patient but the patient was not harmed - another device of the same size was used to complete the procedure. They were in the true lumen when attempting to advance the cath additional information reported that the device and wire were removed as one unit and another device and new wire were used. There was some resistance noted. No damage was noted on the wire.